Manufacturer narrative:
No conclusion can be made as to the root cause at this time. The returned plate was missing the bushing, the critical characteristics of this hole were measured. All dimensions of the plate related to this complaint were found to meet specification. The remaining three (3) bushings were found to meet specification. The screw was not returned for evaluation.

Event description:
Contact reported that, the eagle screw pushed thru the bushing during insertion. Surgeon removed the plate and used another without issue. There was no adverse impact to the patient or significant delay to the case as a result of this situation. If this were to recur, there is the possibility that an adverse event could occur. As a result, an MDR is being filed to document this event.